Event description:
Rptr indicated a vns pt had high lead impedance readings of >10,000 ohms. Attempts for add'l info are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.